Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that during a cholecystectomy procedure, the clips didn't come out from the device and the trigger locket out.

Event description:
It was reported that during a cholecystectomy procedure, the clips were not closed as intended. The clip fell into the abdomen. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does the surgeon generally use er420 for lap cholecystectomy cases? Yes. Which firing did this occur on? From the first one. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Artery and cystic duct. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Yes, inside and outside the patient. What were the patient¿s pre-existing conditions? Normal. Does the patient have any relevant history of surgical treatments? If so, what? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Was it one clip that fell into the abdomen, or more? Yes, more than 1. Was / were the clip(s) retrieved from the patient¿s abdomen? Absolutely yes.